Manufacturer narrative:
The unit had normal operating currents. The unit passed the rewind, basic occlusion, prime, and displacement tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and cracked battery tube threads.

Event description:
The customer called in to report a motor error alarm and a motor position encoder error alarm. The customer stated the insulin pump was exposed to a magnetic field. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.